Manufacturer narrative:
H6- health effect- clinical code 4581: endothelial touch. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Endothelial touch was also reported. In a separate visit the lens was exchanged for a shorter length lens and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Endothelial touch was also reported. In a separate visit the lens was explanted. In a separate procedure, the same day a lens of shorter length was implanted and the problem resolved. Cause of event was reported as unknown. H6 health effect- impact code (f): 4629 corrected to 4627. Previous code not applicable, only seconday surgery for device explantation was reported. Claim (B)(4).